Manufacturer narrative:
The product code is unknown. Therefore, the brand name, common device name, catalog number and 510k classification are unknown. The lot number device is unknown; therefore, the manufacture date is unknown. The part number is unknown. Therefore, the gtin is unknown. A UDI cannot be generated. The actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during cleaning, it was discovered that a piece of the drill bit device was stuck inside the motor device. The event was not related to surgery. There was no patient involvement reported. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
Device history record review: the cutter device was broken below the laser marking; therefore, the identification and device history review could not be performed. Device evaluation: the actual device was returned for evaluation. Reliability engineering evaluated the device and the reported condition was confirmed. During repair of the motor device, it was observed that a piece of an un-known fractured cutter device was found inside the handpiece. It was further determined that the broken drill bit in the burr lock assembly was consistent with using excessive force while the device was in use. It was determined that the component damage was due to user error. The assignable root cause was determined to be due to user error. If additional information should become available, a supplemental medwatch report will be submitted accordingly.